Manufacturer narrative:
Product evaluation: a multipiece lens was returned inside a self-seal pouch. The returned lens is not the lens model reported. A small amount of solution is dried on the lens. The lens optic is damaged/cut in a circular pattern inside the optic edge (anterior). Two small dark areas, which appear to be yag damage or observed. A cracked area in observed in the center of the posterior and anterior optic surfaces, that appears to have bee made by an instrument used to grasp the lens. The lens was cleaned with lphse. The lens dimensions match a different iol specifications (plan view). The non-frosted edge would make the most likely model a specific model. Power and resolution testing was conducted. Resolution was acceptable and the lens was in the 22.0 diopter range. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported events cannot be determined by the product evaluation. The lens was clear upon return. Lens damage as observed. Some damage appears to have been caused by yag laser. Power and resolution testing was conducted. The lens model returned was obsolete (B)(6) 2010. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the lens was explanted because of glistening. Additional information was provided that an astigmatic keratectomy and anterior vitrectomy were performed during the iol exchange procedure. The replacement iol was a different model from the original iol.